Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the thoracic probe could not be tracked during navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
Probe thoracic 9734680 navlock, lot number 00092216. Correction: information should have been included on the previous MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue occurred prior to a procedure before a patient was present. The upcoming procedure was completed using back-up instruments. The issue did not cause any surgical delay.